Event description:
Caller states that the canes are coming loose because the screw is backing out on both back canes.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, hardware loose/stripped/gone. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the right and left recliner assemblies of having loose hardware. It was confirmed that there was missing hardware on both assemblies. Complaint of "canes are coming loose because the screw is backing out on both back canes" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, hardware loose/stripped/gone. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the right and left recliner assemblies of having loose hardware. It was confirmed that there was missing hardware on both assemblies. Caller states that the canes are coming loose because the screw is backing out on both back canes.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.